Manufacturer narrative:
The insulin pump passed the displacement test. However, it was unable to prime during the prime test and it also alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The drive support was inspected and no anomaly was noted. The device had minor scratches on the lcd window.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 100 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.